Manufacturer narrative:
Investigation is on-going and a supplemental report will be submitted if further information becomes available.

Event description:
The customer informed siemens on march 30, 2017 that after a patient was scanned on (B)(6) 2017 the patient was being moved out of the gantry when their finger was caught between the left side of the tabletop and the table. It was reported that the patient's finger was "cut open to the bone" and the cut required stitches. There is no information regarding the patient's status at this time.